Manufacturer narrative:
Following the event, facility biomedical tech inspected the phoenix machine and found the ultrasonic air bubble detector to be performing according to specifications. Permission for inspection by a gambro technical services rep was requested, but not granted. The phoenix machine was returned to svc with no problems.

Event description:
Approx 60 minutes into treatment, the phoenix machine alarmed "air in blood" however, no air was visualized and the nurse attempted to clear the alarm three times with no success. The machine was put into recirculation and treatment was restarted with no recurrence of the "air in blood" alarm. Several minutes after resuming treatment, the pt complained of chest tightness and shortness of breath. She became very anxious and requested that the treatment be stopped. The nurse positioned the pt on her left side, in trendelenburg position, administered oxygen, and called for emergency medical services (ems). Upon arrival of ems, the pt was awake, alert and oriented. The pt was transported to the hosp where she was kept overnight for observation. She was discharged the following morning with a discharge diagnosis of anxiety. She returned to the dialysis unit for her next regularly scheduled treatment. The treatment was completed with no problem.